Event description:
It was reported that the patient had an MRI of her foot. Pump logs showed a motor stall and motor stall recovery on the same day as the report. The patient stated that she had a bad bout with return of symptoms after her last refill, but she believed that it was due to increased activity. The patient also stated that the same pouch was used for her most recent pump and that it ¿moved way more than any of them have¿. The patient stated that the pump has changed her life and she had no current issues. The device system was used to deliver morphine, clonidine and baclofen.

Manufacturer narrative:
Product ID 8575, lot# j0321935r, implanted: 2005-(B)(6), product type accessory product ID 8709, lot# l75109, implanted: 2000-(B)(6), (B)(4).